Manufacturer narrative:
(B)(4). Code 4581, e2402 selected as there is no code available for drainage from the mouth. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was watching tv and was about to stand up to go somewhere when she started to feel dizzy and started to have deep breathing when she collapsed. According to the patient, the cgm was reading 166 mg/dl when this happened. The patient was found by her son and spouse, she was unresponsive and had ¿drainage from her mouth¿. The son gave baqsimi nasal spray 3 milligrams, but when the patient did not respond to this, the son gave 2 mg glucagon from the emergency kit and the patient became responsive again. The son then took the values and the cgm was reading 207 mg/dl and the blood glucose reading was 100 mg/dl. At the time of the report the patient was slowly recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the son then took the values and the cgm was reading 207 mg/dl and the blood glucose reading was 100 mg/dl."

Event description:
The son then took the values and the cgm was reading 200 mg/dl and the blood glucose reading was 100 mg/dl.